Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733808, serial/lot #: unknown. Analysis of the 9733856 found insufficient information. Analysis of the 9733808 found insufficient information. At least three documented attempts have been made to retrieve logs with no additional information made available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that when lunching standalone dicom q/r application, the software displayed a sr manager failure and returned to application launch screen. There was no patient present when the issue occurred.